Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. A field service engineer shutdown and restarted.the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager was unable to recover and not connected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.